Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer had a noisy electrocardiogram (ECG) and that it was due to a loose ECG connector, and therefore the link electronic module (lem) board was replaced and calibrated. Analysis also noted the stylus was missing, so it was added and calibrated and the system fan was noisy and it was replaced. (B)(4).

Event description:
It was reported that the programmer had a noisy electrocardiogram (ECG), and that replacing the cables did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a noisy electrocardiogram (ECG), and that replacing the cables did not resolve the situation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).